Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there was a button error alert. The blood glucose reading was 152 mg/dl. Prior to the event, the patient was mowing the lawn while wearing the device. The customer also mentioned that the unit was dropped a few months back. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.